Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter:' green tab on endo stitch would not lock causing needle to fall out into pt. Needle was removed from pt without injury. Opened add'l endo stitch and problem occurred on 2 add'l units, all from the same lot. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes. No device fragment fell in the pt cavity (except for above stated needle). No device fragment was left in the pt. Add'l info requested via email. Was an x-ray taken in order to locate the needle that did fall into the pt cavity: no.